Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted.

Event description:
It was reported during a routine removal procedure, the screw was stripped and therefore could not be removed from the patient. It was reported the screw still remains in the patient, and there is no future procedure scheduled to extract/remove this screw. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00032 for the driver involved in this event.